Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. A voltage test was performed and the device held no voltage; therefore the reported problem could not be confirmed via testing. A bin file review could not be performed as the device had no voltage. The complaint confirmation of a transmitter failed error could not be determined as no share log data was available for review. The root cause could not be determined.